Event description:
It was reported that the pump date was incorrect, cause was unknown. Tandem technical support assisted customer in correcting the pump date and customer resumed insulin therapy. Customer's blood glucose ranged from 234-235 mg/dl.

Manufacturer narrative:
Device not returned